Manufacturer narrative:
It was reported that the sterile gloves tear easily during donning. Additionally, the gloves were reported to roll down at the wrist, allowing fluid to breach the barrier and enter the interior of the glove, resulting in a potential risk of contamination. This issue was reported to occur consistently. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the sterile gloves tear easily during donning. Additionally, the gloves were reported to roll down at the wrist, allowing fluid to breach the barrier and enter the interior of the glove, resulting in a potential risk of contamination. This issue was reported to occur consistently.